Event description:
It was reported difficulties were encountered during advancement of this infusion catheter during a thrombolysis procedure on a pt with extremely scarred subcutaneous tissue. An introducer sheath was not utilizied and the physician made a decision to withdraw the catheter, advance an introducer sheath, and readvance the catheter. During withdrawal of the catheter, the radiopaque marker detached in the pt, however, remained on the guidewire. Retrieval of the detached radiopaque marker, utilizing a dilator, was uneventful. An introducer sheath and another catheter were used to successfully complete the procedure. The patient's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis is available. It was indicated difficulties were encountered during advancement of the catheter due to the patient's extremely scarred subcutaneous tissue. Co believes this factor contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions of use state: "do not advance if resistance is met without first determining the cause of resistance under fluoroscopy and taking the necessary remedial action."